Event description:
The customer described, that when the pt return electrode was removed, skin peeled off over an area of 21 x 11 cm. The injury to the pt was a loss of tissue and treated with skin grafts.